Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found one additional report against the provided depuy1 gentamicin cement 40g product code 545031500, lot code 7797730 combination. A DHR review per comact-(B)(4) found 1 unrelated non conformance on this batch. Micro and sterility tests passed. A worldwide complaint database search found no other related reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Update 3 jun 2019 and 12 jun 2019. After review of the medical records for MDR reportability: on (B)(6) 1997, the patient underwent a left knee arthroplasty with implantation of depuy products. On (B)(6) 2014, the patient underwent a left knee revision due to left femur fracture, fall, pain, and swelling. On (B)(6) 2017, the patient underwent a left knee revision due to femoral loosening and a fractured femoral implant. Captured on (B)(4). On (B)(6) 2017 and (B)(6) 2017, the patient underwent left knee procedures with irrigation and debridement due to a hematoma, anemia, dehiscence, and swelling. No products were removed or implanted. On (B)(6) 2017, the patient underwent a left knee revision due to patella dislocation and pain. On (B)(6) 2018, the patient was evaluated for possible patella alta, stiffness, weakness, and instability. There is no evidence of revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: corrected: d3, g1 (physical manufacturer). H6 patient code: no code available (3191) was used to capture surgical intervention.

Event description:
S-rom claim letter received. Claim letter alleged personal injury, pain, suffering, tissue with metal stain, rod was loose, the rod was broken, bleeding in her lower leg at the site of the sutures and hematoma.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Quantity: 4

Event description:
Patient was revised to address femoral loosening. Loosening occurred at an unknown interface. The cement was manufactured by depuy.